Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, a 'low fio2' and 'high fio2' alarm occurred. This was resolved by replacing the oxygen sensor. There was no medical intervention or adverse patient effects reported.